Event description:
Event that was similar [adverse event]. Case description: spontaneous report was received on (B)(6) 2011 from a physician via a company sales rep regarding a pt, initials not provided. The pt's medical history was not provided. On an unspecified date, the pt had an unspecified surgery during which seprafilm, lot number unk, was applied. On an unk date, the pt experienced an "event" that was similar to three other patients. Location of event, past surgical history, allergies, and exposure during surgery were all unk. The action taken with seprafilm was not provided. The pt's outcome for the event was not provided. Concomitant medications were not provided. The reporting physician assessed the relationship between seprafilm and the unspecified adverse event as definitely related. See manufacturer's control number (B)(4) for other adverse events from this reporter.